Event description:
Customer reported the alarm does not sound when weight is removed from the pad. The batteries have been replaced with a new supply. The customer reported there is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: this report is based solely on the initial info provided by the customer. Manufacturer references file # (B)(4).